Manufacturer narrative:
Image review: the images revealed that the balloon involved in the issue is the distal one, instead of the proximal, as described. It is also shown that, before extraction, the balloon was correctly deflated. No information about deflation time is possible. Product analysis: the device was found bloodstained and dry radiopaque liquid was visible in both the inflation lumens. No visible issues were present on the device. Several attempts to inflate the balloons were done, but because the dry radiopaque solution inside the lumens, the inflation was not possible.

Event description:
The physician intended to use the mo. Ma ultra as per IFU. The device was to be used to treat a lesion in the proximal a. Carotis interna with light tortuosity, light calcification and 80% stenosis. It was reported the physician tested the balloon inside the patient, during this test the proximal balloon was inflated but could not be deflated. A non-medtronic extra stiff guidewire was used. The lesion was treated with a new moma system.there was no patient injury, patient is fine post procedure.